Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2006 and mesh was implanted. It the patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
Additional narrative: the mesh was removed on (B)(6) 2011 due to obstruction of urethra, chronic pelvic pain, heavy bleeding unrelated to menstrual period, difficulty sitting for long periods of time, and pain after exercising. (B)(4).

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted due to stress urinary incontinence. It was reported that the patient underwent dilation & curettage and hysteroscopy with princess rectoscope on (B)(6) 2011 prior to mesh removal.